Event description:
On the way back from MRI the mridium pump started to malfunction, both sides of the pumps were blinking red, none of the buttons were working and there was a service code 132 on the pump. The medication was not reaching the patient during this time and patient was on norepinephrine for blood pressure and fentanyl for sedation. Pump was sequestered and has been sent to the manufacturer for review. The pump was working prior to the event and was up to date on all preventative maintenance.